Event description:
It was reported that a lead revision for this right ventricular lead was performed due to exhibiting low amplitude. The lead was attempted to be repositioned; however, this was not successful. It was decided to explant ad replace this lead. This lead was disposed of, therefore, it is not expected to be returned for analysis. No further adverse patient effects were reported.